Event description:
It was reported that, during an arthroscopic procedure, the thread of the ultra fast fix broke while tying the knot. Surgery was completed with a back-up device instead. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. One end of the suture is a clean manufacturing cut. The other end of the suture has been terminated at the knot. The white individual threads and one blue are the same length and have a melted appearance. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because the partial suture is damaged. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the application of improper/excessive force. Based on this investigation, the need for corrective action is not indicated.